Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that when the er320 (endo clip applier) enters the trocar it tears the inner seal, causing pneumo to leak. A new trocar was used to complete the case. There was no consequence to the pt. The operation room time was extended 1 minute.